Manufacturer narrative:
(B)(4).

Event description:
It was reported that four hours after a successful implant procedure, the patient went into ventricular fibrillation. The physician performed resuscitation efforts but the patient deceased. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was available at this time.